Event description:
Stryker saw battery started to leak brown fluid while being used on sterile field of a total knee replacement. Gloves changed and wound irrigated with betadine and saline irrigation. Manufacturer contacted- they recommended no more than 100 autoclaves per battery pack. Battery packs now numbered and log being kept for number of casesdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.